Event description:
Its was reported that during preparation for a bph surgical procedure, the laser system did not recognize the fiber was noted. The fiber was exchanged and the fiber metal cap came off inside of the patient was observed. The fiber cap was retrieved using "a clip of foreign bodies". The second fiber was exchanged and the third fiber was used to complete the procedure. Patient outcome: "ok" reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator and red octagonal sign. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that: 0 joule and 0 minute were expended on the first fiber. 110,094 joules and 11:33 minutes were expended on the second fiber. The tips of both fibers were not cleaned during the procedure.